Event description:
This rn hung patient's taxol infusion. Prior to beginning infusion, noticed medication leaking/dripping from the drip chamber. No medication had infused. Line was primed with saline.